Event description:
It was reported via repair work order that the docker cable pins were damaged and could not be plugged into the wall. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.